Event description:
Healthcare professional additionally reported "severe bottoming out and lateral displacement."

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified crease fold and an opening on anterior. Weight measurement of the device identified device weight was within specification. Microscopic analysis was performed which identified striated opening and non-penetrating nicks. Based on the device analysis the final assessment was a striated opening assessed as a surgical damage consistent in the use of some surgical tools.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side ¿rupture¿ and ¿implants had fallen down and to the side.¿ device was explanted.